Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample appeared clean. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 10mm x 4cm balloon. No anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issues. The inflation hub was connected to an inflation device. An attempt was made to inflate the balloon with water. The balloon was able to fully inflate successfully. An attempt was then made to deflate the balloon. The balloon was able to deflate without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was unconfirmed for the reported deflation issues. The root cause for the reported deflation issue could not be determined based upon available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the vaccess pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following angioplasty in the basilica vein, the pta balloon was allegedly unable to fully deflate. Reportedly, the partially deflated device was retracted through the sheath without incident. No further treatment was required. There was no reported patient injury.